Event description:
It was reported that during testing conducted at the manufacturer facility the device was running faster than the expected speed. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The was confirmed that the device was running faster than desired by a manufacturer repair technician upon functional evaluation. Signs of third party work on the motor controller were noted during failure analysis. Unauthorized modification of this component is a probable cause of the reported event. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.